Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted the distal end of the cannula was broken. The expandable sleeve was not received. The condition of the device precludes functional testing. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic cholecystectomy procedure. The clip applier was being used to ligate the cystic duct and artery. There were no issues experienced with the loading or firing of the clips. An unidentifiable device component fell into the abdomen of the patient but was retrieved. The cannula detached from the top portion of the port. In order to resolve the issue and complete the case, a new device was opened and used. There was no patient harm. The patient status is alive, no injury.